Manufacturer narrative:
Approximate age of device - 7 days. The pump remains in use supporting the patient. The evaluation of the submitted system controller log file confirmed several low flow hazard alarms throughout the log file. A specific cause for the low flow alarms could not be conclusively determined; however, it was reported that the pump was unloading the left side as expected. Additionally, the patient had extensive right heart failure pre-implant and post-implant. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient started having low flow alarms intermittently on (B)(6) 2015, and was having them consistently by friday, (B)(6) 2015. The patient was instructed to increase his fluid intake over the weekend and a ramp study was scheduled for (B)(6) 2015 for further analysis, however, it was cancelled due to thrombus found at the aortic root and the pump speed was increased from 9000 rpm to 9200 rpm. The patient reportedly continued to have low flow alarms despite an increase in fluid intake and an intravenous bolus. The patient¿s vital signs were stable and the patient was not symptomatic. It was reported that following extensive troubleshooting, it was determined that the patient was experiencing right heart failure and was started on dobutamine and moved to the cardiothoracic intensive care unit (cticu) for closer management. The pump speed was increased again from 9200 rpm to 9400 rpm prior to transfer to the cticu. It was reported that the patient had extensive right heart failure prior to implant and the lvad was unloading the left side of the patient¿s heart as expected. The patient was then implanted with a right ventricular extracorporeal circulatory assist device and the low flow alarm has reportedly resolved. No additional information was reported.

Manufacturer narrative:
Device evaluation: examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Examination of the returned pump did not reveal any adhered deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Cardiac arrhythmia and right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information:it was reported that the patient was in constant ventricular fibrillation with biventricular assist device support and was transplanted on (B)(6) 2015 due to the patient''s clinical status.